Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("nickel contact test which was positive."), acute retention of urine ("acute urine retention"), malaise ("malaise"), several episodes of dizziness ("dizziness"), suicidal ideation ("idea of suicide"), dysstasia ("she could not stand up"), depressive syndrome ("depressive syndrome") and several episodes of blurred vision ("blurred vision") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of hernia repair in 2007 and nickel allergy, arthrodesis, suicidal ideation, eyelid ptosis, diplopia, asthenia, visual disturbances, walking difficulty, arterial hypotension, pain in extremity, parity 2, gravida ii, atopic dermatitis, peritonitis, carpal tunnel release, hemangioma of liver, nephrolithiasis, hiatal hernia, migraine, hypotension, pituitary adenoma, central hypothyroidism, depression, depressive syndrome and tobacco user. The patient had a family history of hepatic cancer (father), thyroidectomy (sister), cirrhosis of liver (brother), metrorrhagia (sister) and hysterectomy. Concomitant products included quetiapine, heptaminol, levothyrox (levothyroxine sodium), esomeprazole and lysanxia (prazepam). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, she experienced acute retention of urine (seriousness criterion hospitalisation). In (B)(6) 2014, she experienced chronic retention of urine ("chronic urinary retention"). On (B)(6) 2017, she experienced malaise (seriousness criterion hospitalisation), a first episode of dizziness (seriousness criterion hospitalisation), dysstasia (seriousness criterion hospitalisation) and a first episode of blurred vision (seriousness criterion hospitalisation). In (B)(6) 2017, she experienced depressive syndrome (seriousness criterion hospitalisation). On (B)(6) 2018, she experienced suicidal ideation (seriousness criterion hospitalisation), depression ("depressive breakdown"), somatic symptom disorder ("somatic disorder mainly painful with fluctuating") and neurological symptom ("various neurological signs"). Essure was removed on (B)(6) 2018. An unknown time later she experienced allergy to metals (seriousness criterion intervention required), a second episode of dizziness, loss of balance ("loss of balance"), a second episode of blurred vision, back pain ("back pain"), gait disturbance ("walk disorder"), balance disorder ("balance disorder"), visual impairment ("visual disorders") and vision blurred ("bilateral visual fog") and was found to have blood pressure decreased ("decrease of blood pressure"). The patient was hospitalised from (B)(6) 2017 for an unknown duration and from (B)(6) 2018. The patient was treated with lormetazepam, olanzapine, paroxetine, valium (diazepam) and macrogol;potassium chloride;sodium bicarbonate;sodium chloride as well as surgery (salpingectomy) and non-drug therapy (daily urinary catheterization). At the time of the report, the latest episode of blurred vision, gait disturbance and visual impairment had resolved. The outcomes for allergy to metals, acute retention of urine, malaise, suicidal ideation, dysstasia, depressive syndrome, depression, blood pressure decreased, loss of balance, back pain, balance disorder, vision blurred, chronic retention of urine, somatic symptom disorder, neurological symptom and the last episode of dizziness were unknown. The reporter considered allergy to metals, back pain, loss of balance, balance disorder, blood pressure decreased, depressive syndrome, depression, the first episode of dizziness, the second episode of dizziness, dysstasia, gait disturbance, malaise, neurological symptom, somatic symptom disorder, suicidal ideation, acute retention of urine, chronic retention of urine, the first episode of blurred vision, the second episode of blurred vision, vision blurred and visual impairment to be related to essure administration. The reporter commented: the claimant spoke with one friend and learn that essure contained nickel. She asked for nickel contact test which was positive. The report from the physician who performed the test indicated: nickel contact sensitization +++ as 20% of the population. Following essure removal, the claimant had an improvement of her general status: improvement of visual disorders, walk disorders. According to the gynecologist, the patient¿s symptoms were related to allergy with nickel, but not according to the neurologist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.811 kg/sqm. [Allergy test] (date unknown): nickel contact test which was positive. [Investigation] in 2017: several examinations were performed but did not show anything. [Scan brain] on (B)(6) 2017: unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("nickel contact test which was positive."), acute retention of urine ("acute urine retention"), malaise ("malaise"), several episodes of dizziness ("dizziness"), suicidal ideation ("idea of suicide"), dysstasia ("she could not stand up"), depressive syndrome ("depressive syndrome"), several episodes of blurred vision ("blurred vision") and mental disorder ("psychologic origin was mentioned") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of urinary retention in 2014, rotator cuff repair in 2008, hernia repair in 2007 and parity 2, carpal tunnel release (at the age of 20 years old), appendicectomy ((at the age of 20 years old), meniscus injury, renal colic, depressive syndrome, gonadotropic follicle stimulating hormone decreased, nickel allergy, arthrodesis, suicidal ideation, eyelid ptosis, diplopia, asthenia, visual disturbances, walking difficulty, arterial hypotension, pain in extremity, parity 2, gravida ii, atopic dermatitis, peritonitis, carpal tunnel release, hemangioma of liver, nephrolithiasis, hiatal hernia, migraine, hypotension, pituitary adenoma, central hypothyroidism, depression, depressive syndrome and tobacco user. The patient had a family history of hepatic cancer (father), thyroidectomy (sister), cirrhosis of liver (brother), metrorrhagia (sister) and hysterectomy. Concomitant products included quetiapine, heptaminol, levothyrox (levothyroxine sodium), esomeprazole and lysanxia (prazepam). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced acute retention of urine (seriousness criterion hospitalisation). In (B)(6) 2014 she experienced chronic retention of urine ("chronic urinary retention"). On (B)(6) 2017 she experienced malaise (seriousness criterion hospitalisation), a first episode of dizziness (seriousness criterion hospitalisation), dysstasia (seriousness criterion hospitalisation) and a first episode of blurred vision (seriousness criterion hospitalisation). In (B)(6) 2017 she experienced depressive syndrome (seriousness criterion hospitalisation). In 2017 she experienced hypoglycaemia ("hypoglycemia"), eyelid ptosis ("ptosis of left eyelid") and mental disorder (seriousness criterion hospitalisation). On (B)(6) 2018 she experienced suicidal ideation (seriousness criterion hospitalisation), depression ("depressive status with somatic expression was mentioned"), somatic symptom disorder ("somatic disorder mainly painful with fluctuating") and neurological symptom ("various neurological signs"). Essure was removed on (B)(6) 2018. On unknown date she experienced allergy to metals (seriousness criterion intervention required), a second episode of dizziness, loss of balance ("loss of balance"), a second episode of blurred vision, back pain ("back pain back pain due to l5-s1 lesion a"), gait disturbance ("walk disorder"), balance disorder ("balance disorder"), visual impairment ("visual disorders"), vision blurred ("bilateral visual fog") and hydrosalpinx ("hydrosalpinx") and was found to have blood pressure decreased ("decrease of blood pressure"). The patient was hospitalised from (B)(6) 2017 for an unknown duration and from (B)(6) 2018 to (B)(6) 2018. The patient was treated with lormetazepam, olanzapine, paroxetine, valium (diazepam) and macrogol;potassium chloride;sodium bicarbonate;sodium chloride as well as surgery (salpingectomy) and non-drug therapy (daily urinary catheterization). At the time of the report, the latest episode of blurred vision, gait disturbance and visual impairment had resolved and the back pain had not resolved. The outcomes for allergy to metals, acute retention of urine, malaise, suicidal ideation, dysstasia, depressive syndrome, depression, blood pressure decreased, loss of balance, balance disorder, vision blurred, chronic retention of urine, somatic symptom disorder, neurological symptom, hypoglycaemia, eyelid ptosis, mental disorder, hydrosalpinx and the last episode of dizziness were unknown. The reporter considered allergy to metals, back pain, loss of balance, balance disorder, blood pressure decreased, depressive syndrome, depression, the first episode of dizziness, the second episode of dizziness, dysstasia, eyelid ptosis, gait disturbance, hydrosalpinx, hypoglycaemia, malaise, mental disorder, neurological symptom, somatic symptom disorder, suicidal ideation, acute retention of urine, chronic retention of urine, the first episode of blurred vision, the second episode of blurred vision, vision blurred and visual impairment to be related to essure administration. The reporter commented: the claimant spoke with one friend and learn that essure contained nickel. She asked for nickel contact test which was positive. The report from the physician who performed the test indicated: nickel contact sensitization +++ as 20% of the population. Following essure removal, the claimant had an improvement of her general status: improvement of visual disorders, walk disorders. According to the gynecologist, the patient¿s symptoms were related to allergy with nickel, but not according to the neurologist. In (B)(6) 2018 and (B)(6) 2018, improvement was observed by the patient¿s gp, neurologist and gynecologist. An allergy with nickel was mentioned. No more complaint from the patient except back pain due to l5-s1 lesion and no visit with neurologist or psychiatrist anymore. No certain direct or exclusive causal relationship between described disorders and essure. But it could not be excluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.811 kg/sqm. [Allergy test] (date unknown): nickel contact test which was positive [investigation] in 2017: several examinations were performed but did not show anything [scan brain] on (B)(6) 2017: unremarkable quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New events psychological disorder, hydrosalpinx hypoglycemia, ptosis of left eyelid were added. Medical history & reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("nickel contact test which was positive."), acute retention of urine ("acute urine retention"), malaise ("malaise"), several episodes of dizziness ("dizziness"), suicidal ideation ("idea of suicide"), dysstasia ("she could not stand up"), depressive syndrome ("depressive syndrome") and several episodes of blurred vision ("blurred vision") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2014 she experienced acute retention of urine (seriousness criterion hospitalisation). In (B)(6) 2014 she experienced chronic retention of urine ("chronic urinary retention"). On (B)(6)2017 she experienced malaise (seriousness criterion hospitalisation), a first episode of dizziness (seriousness criterion hospitalisation), dysstasia (seriousness criterion hospitalisation) and a first episode of blurred vision (seriousness criterion hospitalisation). In (B)(6) 2017 she experienced depressive syndrome (seriousness criterion hospitalisation). On (B)(6)2018 she experienced suicidal ideation (seriousness criterion hospitalisation), depression ("depressive breakdown"), somatic symptom disorder ("somatic disorder mainly painful with fluctuating") and neurological symptom ("various neurological signs"). An unknown time later she experienced allergy to metals (seriousness criterion intervention required), a second episode of dizziness, loss of balance ("loss of balance"), a second episode of blurred vision, back pain ("back pain"), gait disturbance ("walk disorder"), balance disorder ("balance disorder"), visual impairment ("visual disorders") and vision blurred ("bilateral visual fog") and was found to have blood pressure decreased ("decrease of blood pressure"). The patient was hospitalised from (B)(6)2017 for an unknown duration and from (B)(6)2018. The patient was treated with surgery (essure removal) and non-drug therapy (daily urinary catheterization). Essure was removed. At the time of the report, the latest episode of blurred vision, gait disturbance and visual impairment had resolved. The outcomes for allergy to metals, acute retention of urine, malaise, suicidal ideation, dysstasia, depressive syndrome, depression, blood pressure decreased, loss of balance, back pain, balance disorder, vision blurred, chronic retention of urine, somatic symptom disorder, neurological symptom and the last episode of dizziness were unknown. The reporter considered allergy to metals, back pain, loss of balance, balance disorder, blood pressure decreased, depressive syndrome, depression, the first episode of dizziness, the second episode of dizziness, dysstasia, gait disturbance, malaise, neurological symptom, somatic symptom disorder, suicidal ideation, acute retention of urine, chronic retention of urine, the first episode of blurred vision, the second episode of blurred vision, vision blurred and visual impairment to be related to essure administration. The reporter commented: the claimant spoke with one friend and learn that essure contained nickel. She asked for nickel contact test which was positive. The report from the physician who performed the test indicated: nickel contact sensitization +++ as 20% of the population. Following essure removal, the claimant had an improvement of her general status: improvement of visual disorders, walk disorders. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): nickel contact test which was positive [investigation] in 2017: several examinations were performed but did not show anything [scan brain] on (B)(6)2017: unremarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.